Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. H3 other text : device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, and a high ketone level which health care provider deemed life threatening. Elevated bg was addressed with a correction bolus via pump. Ultimately, customer went to the ER on approximately (B)(6) 2022, and went into anaphylaxis, due to an allergic reaction caused by zofran. Reportedly, customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from emergency room after a duration of 8 hours on (B)(6) 2022.